Event description:
It was reported that the left ventricular lead exhibited high impedance. All other parameters were normal. No intervention was performed. The patient was scheduled for another clinic visit.

Event description:
New information noted that the lead exhibited high impedance once again but was still capturing appropriately.